Event description:
Healthcare professional reported that a patient was injected off-label in the temple with juvéderm® ultra plus xc and in the cheeks with juvéderm® vollure¿ xc. The patient reported that their eyes were ¿very heavy.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reporter has declined to provide allergan additional information.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected off-label in the temple with juvéderm® ultra plus xc and in the cheeks with juvéderm® vollure¿ xc. The patient reported that their eyes were ¿very heavy.¿